Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on march 18, 1998. Approx nine months post procedure, the pt returned with pain, drainage, infection, and vaginal dehiscence of the sling material. The sling material was removed on december 21, 1998 without incident. No further details regarding the circumstances surrounding this event are available. The sling material was rec'd, evaluated and retained by the co's facility. The engineering evaluation revealed load was applied at the holes indicating use. The holes are elongated. Some tear damage was noted at one end of the sling, approx 5mm into the narrow axis of the sling. The sling tear was noted between the holes and the end of the sling, therefore, it was not subjected to the same amount of load as the ctr section of the sling. The exact cause for this event cannot be determined based on the sling material that was returned. However, co believes this incident is related to procedural technique and/or pt activity rather than a product problem. The co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials...infection is a potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure."